Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: left shoulder arthroscopy, subacromial decompression, debridement of superior lateral anterior/posterior tear, mini open rotator cuff repair of what proved to be a full thickness non-retracted tear of the supraspinatus tendon. Cathplace: unk. Reference: 2026095-1212-00362 ((B)(4)). Patient alleges cartilage damge in left shoulder following placement of a painbuster pump, after surgery on (B)(6) 2007.

Manufacturer narrative:
Method: no product was returned for evaluation and investigation. The lot number was not provided; therefore the device history records could not be reviewed. Results: the information contained is from legal documents served on I-flow, llc. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug adminstration. No further investigation will be conducted. Conclusion: as this complaint was created from a lawsuit served on I-flow or the threat of a lawsuit, no customer contact can be made at this time due to the pending or threatened litigation." As of 11/09/2006 I-flow updated the on-q pump directions for use (dfu), to include the following in the warnings section: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu 1307011). On 08/018/2007, I-flow has also prepared a technical bulletin entitled " what we know about chondrolysis today". (1303722, rev.e).